Event description:
It was reported that during surgical procedure at the user facility the sonopet knife broke during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information: device not returned by customer.

Event description:
It was reported that during surgical procedure at the user facility the sonopet knife broke during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.